Manufacturer narrative:
The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a chemolock¿ port that experienced foreign matter in the fluid path. This is the report for the event on 25 mar 2025. The reporter stated that, they have been conducting some liquid path studies internally and have noticed some unusual observations when a chemolock injector and port are coupled in a fluid path. They believe the images relate to grease/oil entering into the network from the chemolock connection. Unknown status of the product at time of event. A photo was provided showing of a cell culture flask imaged under a 10x microscope once liquid has been removed from the flask.  The reporter stated that, the lot number is 10618946. The first issue was observed on 25-mar-2025, then 23-apr-2025. Dedicated experiments conducted on 03-jun-2025. The status of the product at time of event was during use in experimental capacity. No defects observed. The product stored at the facility in original sterile packs in MFR box in temperature controlled lab, between 20-23°c. The sample is available for evaluation. No patient involvement and no patient harm noted.

Manufacturer narrative:
Investigation summary the reported complaint of oil in line could not be confirmed. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The complaint investigation was updated as follows: photos received from the customer showing what appears to be silicone oil under a microscope. Silicone oil is used in the production of the chemolock. The customer communicated that there were no issues and the complaint was no longer needed to be continued. The reported complaint of oil in line could not be confirmed. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information can be found in b5. Corrected information can be found in d10 concomitant product, e3 - initial reporter occupation and e4 - initial report sent to FDA.

Event description:
Updated information was received on 27-aug-2025 providing additional information that, the sample is no longer available for investigation and that a resolution has been found.